Event description:
(B) (4) peripheral cutting balloon registry.it was reported that in (B) (6) 2006 the patient underwent treatment with the peripheral cutting balloon device for two identical lesions. The de novo lesions were concentric and were located in the avf. The target vessels were non-tortuous and without calcification. The target vessel reference diameter for both was 8.0mm. The target lesion length for both was 10mm and 90% stenosed for both. The patient experienced pain during the procedure. The target lesion post-procedure stenosis was 20% for both lesions. The patient had a follow up visit in (B) (6) 2006. It was noted that angiographic restenosis in the avf resulted in re-pta via conventional angioplasty of the target vessel in (B) (6) 2006. No additional follow up data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.